Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a cardiac arrest, their device would not deliver a shock when the shock button was pressed for the first two attempts. On the third attempt, one shock was successfully delivered. The device was swapped with a second device with no delay of care. There were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient, however, the customer advised that no further details are available.

Manufacturer narrative:
Physio-control evaluated the customer's device and could not duplicate the reported issue. Physio completed unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a cardiac arrest, their device would not deliver a shock when the shock button was pressed for the first two attempts. On the third attempt, one shock was successfully delivered. The device was swapped with a second device with no delay of care. There were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient, however, the customer advised that no further details are available.